Event description:
It was reported that the customer got electro shock therapy while wearing the insulin pump. Advised that this can lead to a motor error alarm. Unable to troubleshoot. Customer's blood glucose level at the time 80mg/dl. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.